Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" and "adjust belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust belt¿, ¿check therapy pad¿ messages) was confirmed due to the electrode belt ECG "c&d¿ cables having an intermittent connection. The belt did not pass falloff testing. The root cause for the intermittent connection was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.